Event description:
As reported by navilyst med's dist in (B)(6), a hosp experienced air entering the tubing of an encore inflation device when it was attached to the female luer of a navilyst med 3-way stopcock and the stopcock handle was in the "off" position. There were no reports of pt injury or complications. The user stopcock has been returned to navilyst med.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. The navilyst med (B)(6) 2014 complaint report was reviewed for the product family of stopcocks/manifolds and the failure mode, "air bubbles". No adverse trends were identified. One used, and 4 unused, unopened stopcocks all from the reported lot were returned for evaluation. Visual inspection using a microscope, showed no damage or defects - particular attention was paid to the female luers. When the stopcocks were leak tested, per navilyst med procedures, no leakage occurred. All stopcock fittings were measured and found to be dimensionally within specification. The hosp's report of air entry is unable to be confirmed, as the returned stopcocks passed all physical and functional testing. A possible root cause of the reported event is that the end user did not adequately secure the connections between the stopcock and the inflation device. (B)(4).